Event description:
It was reported that during the insertion of the crystalens at50ao, the lens haptic bent. The incision had to be enlarged and the lens was removed. A back-up lens was successfully implanted. The facility did not indicate which injector was used. Add'l info has been requested.

Manufacturer narrative:
The lens has been requested but has not been received by bausch & lomb. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.